Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4512 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the parenteral nutrition is no longer going through the right channel of the piccline, whereas when I rinse with a pre-filled syringe, I have no problems, I decide to change the channel and take the left one. Except that after having put the parenteral on the left line, I notice that there is a flow of products from the right line despite the integrated anti-reflux valve of the piccline and then blood from a blood reflux from this same line. The device involved in the incident was not retained.